Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts on the distal portion of the crimped stent were distorted, damaged & stretched distally out over the distal tip of the device. This type of damage is consistent with the incorrect removal of the stent protector from over the crimped stent. The stent was not detached from the balloon. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. During preparation of a 2.25x32mm promus premier¿ drug eluting stent, the medical team pulled the product out of the sterile loop in a normal fashion and noticed that the stent was partially dislodged from the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient was doing fine.

Event description:
It was reported that stent dislodgement occurred. During preparation of a 2.25x32mm promus premier¿ drug eluting stent, the medical team pulled the product out of the sterile loop in a normal fashion and noticed that the stent was partially dislodged from the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient was doing fine.